Event description:
In 2008, the patient's mother reported that the display of the patient's infusion device has black splotches on it. She stated that the infusion device has not been dropped or exposed to water. The display is not broken or cracked. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for evaluation.